Manufacturer narrative:
(B)(4)

Event description:
It was reported that a balloon rupture occurred. The 6mm x 2.5mm, 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 06/2.50 flextome¿ cutting balloon¿ was selected for use. During procedure, it was reported that the balloon burst. The balloon was removed intact with the guide catheter and completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that a balloon rupture occurred. The 6mm x 2.5mm, 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 06/2.50 flextome¿ cutting balloon¿ was selected for use. During procedure, it was reported that the balloon burst. The balloon was removed intact with the guide catheter and completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified blood that was present within the inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the blood before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole located approximately 3mm proximal to the proximal edge of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. No kinks or damage were noted along the shaft of the device. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).